Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve to additional information were unsuccessful. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of late bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined.

Event description:
It was reported that a patient with a 23mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of 4 years, 10 months due to unknown reason. Patient presented with recurrent syncope and rbbb. The tavr was performed with a 23mm 9750tfx transcatheter valve. Patient stable throughout procedure and left room in good condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of 4 years, 10 months due to unknown reason. Patient presented with recurrent syncope. The tavr was performed with a 23mm 9750tfx transcatheter valve.